Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6(patient code). H3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were "high pressure and upstream occlusion" alarm messages. Functional check and visual inspection were conducted and the reported issue was unable to be repeated. No disposable and high pressure alarm messages after pump starting were found in the pump's event history. It was recommended that the downstream occlusion sensor be replaced.

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited "constant beeping" alarm. No adverse effects reported